Event description:
It was reported that episodes of auto mode switch due to atrial lead noise was observed during an in-clinic check. The noise was not reproduced. No intervention was made; the lead will continue to be monitored. There were no adverse health consequences, the patient was stable.